Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: there is temporal relationship between ccpd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis. However, there is no documentation which supports a liberty select cycler/ liberty cycler set malfunction or product deficiency caused or contributed to the event. Enterobacter is an organism commonly found in human intestines. Therefore, it likely patient¿s peritonitis was caused by breach in aseptic technique while the patient performed pd therapy, as reported by the pd nurse. Additionally, the patient¿s constipation may have also been a contributing factor due to the possibility of transmural transmission of enteric bacteria.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the pdrn reported the patient has medical issues (unspecified). Per the pdrn, the patient had peritonitis. Upon follow up, the pdrn stated the patient was hospitalized for peritonitis (signs and symptoms unknown. The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018. The cause of the patient¿s peritonitis was touch contamination and or constipation. The patient¿s culture results were positive for peritonitis, the organism was enterobacter. The patient was prescribed and treated with an unknown course of antibiotics. The patient recovered and was discharged from the hospital. It is unknown if pd therapy was continued in the hospital or if any fresenius device(s) or product(s) were utilized during hospitalization. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Event description:
It was reported a peritoneal dialysis patient was experiencing an extended drain of approximately 4 hours in drain 0 using the liberty select cycler. The patient drained a volume of 191 milliliters 9 ml) of an expected 2500 ml. The patient was subsequently advised to contact the peritoneal dialysis nurse for further medical advice. During follow up, the peritoneal dialysis nurse stated the patient went to the hospital on the same day ((B)(6) 2018) and was admitted. The patient¿s dialysis effluent was positive for the enterobacter organism and had an elevated white blood cell (wbc) count and the patient was diagnosed with peritonitis. The patient was treated with the antibiotic cefepime (unknown dose, route, frequency). The patient¿s pd catheter (not a fresenius product) resumed patency after it was flushed. The patient was discharged on (B)(6) 2018 continuing pd therapy with intra-peritoneal (ip) antibiotics (unknown drug, dose, frequency and duration). The patients nurse reported the peritonitis be a result of touch contamination (a breach in aseptic technique during pd treatment) and/or constipation.

Event description:
...